Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 04-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient underwent surgery for normal battery depletion and replacement. Intra-operatively, electrode 3 was greater than 20,000 ohms when impedances were checked. They were able to program around electrode 3, and the issue was resolved at the time of the report. There were no patient symptoms or complications reported.